Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The 3.00x38mm taxus liberte stent delivery system was being unpacked when a flared strut was noticed on the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified solidified blood along the distal shaft and balloon. A microscopic examination confirmed proximal stent damage. Stent struts on rows 1 and 15 were raised. The balloon and tip sections of the device were microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No kinks or damage were noted along the catheter shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The 3.00x38mm taxus liberte stent delivery system was being unpacked when a flared strut was noticed on the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.